Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, a fire initiated at tip of blade electrode. Extinguished rapidly. There was no patient injury.